Event description:
Customer complaint of blood glucose result being "hi". Customer performed another test 5 minutes later, "564 mg/dl". The customer is not fasting. Customer has been urinating quite frequently for several days but states she does not require medical attention. Customer states that her expected range is unk because she has not tested in a long time. Customer opened the container of test strips today (B)(6) 2015. Customer store strips in the living room. Customer does not have any results in the meter memory other than the two results stated above.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user has low glucose value.